Event description:
The customer stated that one patient sample ((B)(6)) generated false positive results for the architect stat troponin assay. The sample generated results of 0.100, 0.254, 0.228 and 0.522 ng/ml. The cut-off value used by the customer for positive results of this assay is 0.032 ng/ml. The sample was refrigerated for few days and retested with repeated negative results of 0.01 ng/ml. No information was provided regarding an impact to patient management.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.